Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, customer was using apidra insulin. Customer changed cartridge, insulin and infusion set tubing. During system check, insulin was seen coming out of infusion set tubing successfully.